Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the dms analysis, the reported event on (B)(6) 2023, could not be confirmed as there were no corresponding calibration or blood glucose (bg) entry at 3:29 pm cet (time of the event reported by the customer) and the system was displaying a sensor reading of 216 mg/dl and not 46 mg/dl. The overall system performance was evaluated, and the system was performing within expectations following the reported event. The sensor (B)(6) is currently in use and the system is displaying good agreement between the calibration entries and sensor readings.

Event description:
Senseonics was made aware of an incident where the customer experienced a false hypoglycemia event on (B)(6) 2023. The customer reported that sensor glucose (sg) was 46 mg/dl where as the measured blood glucose (bg) value was 96 mg/dl. As per the information provided by the customer, no alert was received because the transmitter was in charging. The customer did not seek any medical treatment because the bg was in normal glucose range.